Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what was the name of the initial procedure? Colectomy. Where was the needle grasped prior to the needle breakage (i.e. Swage, middle or tip)? No information. Did the needle fall into the patient? Yes. Were x-rays taken to locate the needle piece(s)? Yes. Was the needle piece(s) retrieved during the same procedure? Yes, the operation was extended, and it took less than 30min. Does a piece of the needle remain in the patients tissue? No. What measures were taken to retrieve the broken piece? Additional inspection around umbilicus. If retained, what is the surgeon's opinion of consequences to the patient? Na. Was there any additional tissue damage as a result of searching for the needle piece? Yes. Additional inspection around umbilicus. What is current condition of the patient? Stable. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that the patient underwent a colectomy procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle breakage at the swage part occurred during the buried continuous suturing when the needle was passed through the epidermis in order to have the knot buried under the dermis. The needle piece fell into the patient and x-ray was taken to locate a needle piece. Additional dissection around the umbilicus was performed to remove the needle. The current condition of the patient is stable.